Event description:
Device malfunction: device separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the xceed stent was successfully deployed in the popliteal artery. During removal of the stent delivery system (sds), resistance was met and the sds separated. The outer sheath retracted; however, the markers, inner core and I-beam remained behind. The outer sheath, inner core, I-beam, and markers were manually removed as one unit without intervention. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.